Event description:
It was reported that the customer was hospitalized for dka. The nurse stated that there was a possible leak in the reservoir compartment. It was indicated that there were no basal rates programmed into the pump. There were two different alarms in the history prior to the event. The alarms were explained to the nurse. Troubleshooting was done and the pump passed the leadscrew test.